Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. At the time of the event, the patient was using an omnipod 5 insulin pump. On (B)(6) 2026 at approximately 12:00, while speaking on the phone with a friend, the patient began experiencing symptoms consistent with hypoglycemia. She checked her cgm, which displayed a glucose value of 70 mg/dl. The patient reported symptoms including shakiness, diaphoresis, and vomiting. The patient went to the bathroom, where she experienced progressive visual fading and lost consciousness. Approximately 1-2 minutes later, the patient¿s mother found her on the floor and performed a blood glucose meter (bgm) check, which displayed ¿low¿ which was approximately 20 mg/dl. The patient¿s husband administered a slice of orange and capri sun juice and contacted emergency medical services (ems) at approximately 12:30. The patient remained unconscious for an estimated total duration of 3-4 minutes. Upon arrival, paramedics assessed the patient and obtained a bgm reading of 45 mg/dl, while the cgm continued to display a glucose value of 70 mg/dl with an active low alert. Intravenous (IV) glucose was administered, resulting in improvement of glucose levels to 211 mg/dl by bgm and 150 mg/dl by cgm. Paramedics remained on scene for approximately 30 minutes until the patient¿s condition stabilized. Following ems departure, the patient¿s glucose readings were reported as 131 mg/dl by bgm, with a corresponding cgm reading of 151 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The paramedics checked the patient's blood glucose and it was reported to fall within the b zone of the parkes error grid. After the administering IV glucose, the reading falls within the b zone, then a zone of the parkers error grid after the paramedics left. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.